Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v761180, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v761180, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was at the hospital because she experienced a sudden onset of shocking and was also suddenly shaking badly. It was confirmed that no falls or trauma were related to the issue. The shocking was reported to have occurred in the patients right shoulder where the wires go from the implantable neurostimulator (ins) up to behind the patient's ear. It was stated that patient's friend/family member thinks one of the wires was pulled out of the ins or the coating may be off of the wire, but does not know and is not sure. The issues began occurring 1 to 1.5 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.